Event description:
This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment. The raw material and device history records were reviewed and indicate there were no discrepancies associated with this complaint found. The device was received and the investigation is ongoing.

Event description:
Patient was implanted with prodisc-l at l5-s1 on an unknown date. The patient returned to the surgeon with continuing left leg pain. An examination revealed the pdl appeared to be located off midline and was collapsing on the left side. The patient was returned to the operating room on (B)(6) 2012 for removal and revision to synfix fixation at l5-s1. This report is #3 of 3 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Subject devices were returned to the hospital for special surgery for review: additional information. A design review was performed by synthes product development: while the noted misplacement of the prodisc-l is most likely the root cause of the continuing left leg pain, it is difficult to determine how the noted collapsing on one side could have contributed without the surgical images being provided for this review. The prodisc-l surgical technique guide and surgeon training address selection and placement of the prodisc-l implants. Prodisc-l instruments also facilitate midline placement along with the proper use of fluoroscopic imaging. The design risk assessment is adequate for the intended use. Hss report was received: the hss review, biomechanics ID no. 12101501, makes note of deformation to the superior surface of the inferior endplate on one side, patient right, of the device. The report proposes that the deformation was caused from impingement with the superior endplate. While the complaint description does include a statement of how there was collapsing on the left side, this statement does not match the observations from the explanted device, collapsing on left side vs. Deformation on device noted on right side. Without the surgical images that were used during the examination, it is difficult to determine whether there is any vertebral endplate collapse or gross subsidence that could have caused the contact between the endplates. While off midline placement is considered the most likely root cause of the pain in this case, subsidence is also covered on the risk analysis as hazard 1.3.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.